Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with cracked display window, cracked case at the display window corner, cracked battery tube threads, cracked reservoir tube lip and missing the end cap sticker.

Event description:
The customer reported via phone call that they were hospitalized for diabetic ketoacidosis. Customer stated their blood glucose was high, but the insulin pump did not alarm them. Customer's blood glucose was 20 mmol/l. The customer stated the insulin pump passed a motor displacement test. The customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.